Event description:
Facility is uncertain as to which of facility's patients was using this CPAP machine. In 2004 this CPAP unit failed to operate & was displaying a "system error 14" message. This machine was deleted from inventory.